Manufacturer narrative:
Corrected data from initial report: the initial MDR (2520313-2016-00078) dated 11/15/2016 was submitted with an incorrect serial number within the manufacturer narrative. The correct serial number reference should be (B)(4) and is reflected in the following manufacturer narrative correction: a system service check of the veris mr vital signs monitor, serial number (B)(4), was completed on june 15, 2016 which confirmed that the monitor was operating within bayer specifications. There was no evidence of equipment malfunction. Multiple documented attempts have been made to gain specific information related to the reported event; however, these attempts have been unsuccessful. The site continues to use the veris mr vital signs monitor after the reported event. No further issues were reported.

Manufacturer narrative:
A system service check of the veris mr vital signs monitor, serial number (B)(4) , was completed on june 15, 2016 which confirmed that the monitor was operating within bayer specifications. There was no evidence of equipment malfunction. Multiple documented attempts have been made to gain specific information related to the reported event; however, these attempts have been unsuccessful. The site continues to use the veris mr vital signs monitor after the reported event - no further issues were reported.

Event description:
The site reported the following: a pediatric patient was undergoing an MRI scan while under general anesthesia on a 1.5 tesla magnet and connected to a veris mr vital signs monitor. During the scan, the patient developed extreme bradycardia. The patient was removed from the magnet bore. Medical intervention was performed and the patient was successfully resuscitated. Note: this event occurred in (B)(6) on (B)(6) 2016. However, we were not made aware of this event until october 2016.